Event description:
It was later reported that ¿ever since we got this we haven't been successful with it.¿ it was noted that it had been programmed and put up many times during the night. It was also noted that since patient operation in (B)(6) she lost the program. It was indicated that patient had tried to increase stimulation and was not able. The patient indicated that the device was helping some with the symptom. The patient met with the manufacturer representative 2-3 weeks ago and since then her symptoms were not helped. It was reported after synched with the neurostimulator, caller was seeing the icon showing stim off on program 1 at 4.5. The device was turned back on to 2.4 and patient was feeling stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that about 3 to 5 days ago the patient started going to the bathroom too often and was going a lot. Today they went 4 times and had to go a lot. The manufacturer representative told the patient not to touch the patient programmer. It was working off and on before then and during the day was ok and during the night wasn¿t. The patient didn¿t remember when that happened and saw their manufacturer representative yesterday. The patient was on program 4 at 5.2v and the implantable neurostimulator (ins) was off. The patient believed they had been higher than that. The patient was walked through turning their ins off and didn¿t feel stimulation. The patient increased to 7.7v and felt a little something, but it kept going away. The patient increased to 8.1v and felt a little something.

Event description:
The reporter indicated that patient had "major surgery 2 weeks prior to call¿ and was now "wetting at night". The patient had a loss of therapeutic effect and loss of bladder control. It was indicated that the symptom occurred following an unrelated medical procedure. The reporter was unsure if the device was turned off for the surgery. The caller was not being able to adjust stimulation and reported a display showing "call your doctor" icon. It was noted that a warning power on reset (por) condition was observed. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a loss of therapeutic effect. It was stated that the patient spoke with their manufacturer representative the week prior to report and they felt stimulation. Afterwards, however, the patient didn't feel stimulation and followed the instructions that were provided to her.

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient had a decrease in therapeutic benefit during nighttime and had nighttime problems since implanted. The patient did not have great relief at night when they went to bed and did not have a problem during the day. The patient was at 7.8v and wanted to know how high the device went. The patient had never changed programs. The patient did not currently have a managing health care provider (hcp) as they were too far.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It later reported that was on program 3 at 5.0 and the neurostimulator was on. The patient increased 5.4 and stated she can feel the stimulation just a little while on the phone. The patient reported that the problem was during the day when she sat down and then got up she was unable to make it to the bathroom but at night she was fine and could make it to the bathroom. It was also mentioned during the call that patient met with manufacturer representative about 1-2 months ago after patient had an operation- rectum prolapse and he helped " bring it back to life". When asked what that meant patient was not sure. They thought the manufacturer representative may have reprogrammed it at that time.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va06vfn, implanted: (B)(6) 2013, product type: lead. (B)(4).